Event description:
A us distributor contacted zoll to report that a patient developed pain under the lifevest equipment. Patient described the area as neck and back pain from the monitor and garment pulling down on those areas. There was no alleged device malfunction contributing to the pain. The patient¿s physician prescribed new medications for the pain. Follow up indicated that the pain improved.

Manufacturer narrative:
Not applicable.